Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a high drain 103 alarm. The technical service representative (tsr) advised the hp that a swap was necessary in order to evaluate the therapy log. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. The cause of the iipv was determined to be use error; clinician inappropriately set the minimum drain volume percent setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Device was determined to meet specifications for reported difficulty. This issue is being investigated through a CAPA.